Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Subsequently, the pump battery fully depleted and the pump shut off. The customer¿s blood glucose (bg) was over 500(mg/dl). Customer's mother administered manual injections to address bg level. Reportedly the customer continued to use manual injections as alternate insulin therapy.